Event description:
Reported as, "defective port".

Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a taper I. Analysis of the device noted damage from a sharp instrument to the port tubing (this is the portion of tubing located between the stainless steel connector and the port, not the stainless steel connector and the band). There was no indication of wear related damage to the portion of the lab-band system returned. During performance testing, a leakage of air was observed from the bottom of the access port when tested with air. This leakage may or may not be related to the reported event which does not specify a leak of this nature. No leakage was observed when a leak test was performed with fluid. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."